Manufacturer narrative:
Device evaluation summary: during the visual inspection, the device was found to be ruptured and was received in 2 parts. Microscopic examination was performed and the cause of the tear could not be identified. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female underwent primary breast augmentation with mentor memorygel breast implants and experienced possible bilateral rupture postoperatively. As a result, the patient underwent bilateral device removal and replacement with 535c mentor memorygel breast implants, catalog number shpx535, serial numbers (B)(4) on the right side and (B)(4) on the left side on (B)(6) 2020. Upon explantation, the right-sided device was found to ruptured and the left-sided device was intact. This report is for the patient's right-sided device.